Event description:
It was reported that while in cardiovascular surgery, the intra-aortic balloon (iab) was prepped per instruction. The md did not use a sheath to insert the iab. The md punctured the left femoral artery. There was "good arterial blood outflow." The guidewire was inserted and the iab was advanced over the guidewire. After iab was inserted, the md could not remove the guidewire. As a result, the iab and guidewire were removed as one unit. This event resulted in the injury of the femoral artery with profuse bleeding. It is unk if medical or surgical intervention was required.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.